Manufacturer narrative:
Event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the high impedances was not yet determined. The patient was going to be scheduled for a revision with the date to be determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-oct-31. The revision has not been scheduled at this time. They have reached out to the pain clinic and they have not scheduled. The patient¿s weight would be obtained at the time of the pre-operative visit when scheduled. No further complications were reported/are anticipated.

Event description:
Information was received from a representative (rep) and a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that there was intermittent therapy event when the ins was on. The rep stated that all contacts had impedances over 10000 ohms. The rep reported they tried multiple reference electrodes and still all contacts were higher than 10000 ohms. The patient reported that when they would push on their ins header they could sometimes feel stimulation. No further complications were reported. Follow-up was conducted.